Event description:
"Patient checked reading on patient's one touch basic meter and it read 45 mg/dl. Patient had symptoms of dry mouth, headache, frequent urination, and itching. Got scared and decided to go to doctor. Reading was 230 mg/dl at ER. Patient was administered an IV and released". No further has been reported.